Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the impella cp pump would not show any waveforms after implant. The team used the same console, but a new impella cp pump and there were no further issues. No patient details have been provided and there is no mention of patient injury.

Manufacturer narrative:
The investigation into the reported optical signal issue has been completed since the original report was filed. The root cause for the optical signal issue is most likely due to biomaterial on the sensor causing the waveforms to not accurately display. The product was returned and all the parameters were within specification. The pump was soaked and the placement signal waveform was able to be displayed on the console in the lab.